Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call low blood glucose levels. Customer's blood glucose level went as low as 27 mg/dl. Troubleshooting for low blood glucose was performed. Customer advised they took off the insulin pump assuming the device was over delivering insulin. Customer ate fruit snacks to treat their blood glucose. Customer was advised to monitor the insulin pump and their blood glucose levels.